Event description:
Pt had a colonoscopy with polypectomy done on 11/17/1998; approx. 7.5 hours later, she presented in the emergency dept with complaint of abdominal pain with nausea and vomiting. Computerized tomography scan showed localized perforation with no evidence of free air. She was admitted with diagnosis of post polypectomy syndrome. On 11/18/1998 she was found to have pneumo-peritoneum and was taken to the or for a repair of cecal perforation. The physician reported the info to the endoscopy unit and requested that the cautery be removed and checked. He believed the "heat" output to be unreliable.